Event description:
Ous MDR - after an implantation duration of approx. 4 months it was reported, that the lead dislodged and was thus explanted and replaced.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. This inspection did not show any deviations from the technical specifications that could be connected to the clinical complaint. The lead proved to be in conformance with specifications and without defects. Especially the measurement values of the electrical analysis were all within the technical specification. The fixation could be screwed in and out without resistance and evenly once the coagulated blood and the tissue residues had been removed from the screw head. No anomalies were detected during the performed screw tests. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.